Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 490 mg/dl. The customer was treated with insulin pump for the high blood glucose. The customer was assisted with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that they performed high pressure test and self test. Insulin pumped passed both tests. The insulin pump has been exposed to moisture. Reservoir had crack. Insulin was leaking from bottom of reservoir. The insulin pump will not be returned for analysis. Reservoir will be returned for analysis.